Manufacturer narrative:
This is a final report, filed september 12, 2008.

Event description:
Per the audiologist, the electrode array was not fully inserted into the pt's cochlear during surgery. A CT scan (date not reported) confirmed the electrode array placement. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.